Manufacturer narrative:
The device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml exactamix eva tpn bag had leaked. This event occurred during set up of the device. It was further reported the nurse hung the bag and it tore, causing the leak to occur. The bag was not used. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information provided for a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.